Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has recurrently. It is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer called to report that she is unable to rewind the insulin pump. Customer's blood glucose levels were not included in the report. Customer stated that the insulin pump alarmed off no power, but did not alarm battery out limit. Customer's blood glucose levels were not included in the report. Product is not being returned or replaced.